Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, while in the stomach, the staple lines were incomplete on the proximal, central, and distal side. It was stated that the staples were also open. Another reload was used with the same handle to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led a photographic evaluation of one reload. A visual inspection of the returned photos noted an incomplete staple line. There were multiple malformed, open staples stuck in the tissue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, while in the stomach, the staple lines were incomplete on the proximal, central, and distal side. It was stated that the staples were also open. Another reload was used to complete the case. There was no patient injury.